Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure treating an iliofemoral deep vein thrombosis (dvt) using an indigo system separator 8 (sep8). During the procedure, while treating near stenosis, the physician experienced resistance and the sep8 distal tip broke off and was loose in the patient. Therefore, the physician used a snare device and retrieved the broken sep8 fragment from the patient. The procedure was then completed by aspiration without a separator. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The wrapping and core wire of the atraumatic tip were fractured distal to the separator bulb. Evaluation of the returned sep8 revealed the wrapping and core wire of the atraumatic tip were fractured. The distal fractured portion of the sep8 was snared through a non-penumbra catheter. This damage is likely a result of repeated manipulations of the sep8 through tough clot burden. If the core wire fractures, the wrapping wire will likely fatigue and fracture if the devices continues to be used. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.